Event description:
This complaint is now reportable based on the analysis completed on 02/14/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x20mm taxus liberte drug eluting stent (des) was unable to cross the distal circumflex (cx). The lesion was predilated with a 2.0x15mm unspecified balloon. No patient complications were reported. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Returned product analysis revealed that the condition of the returned device was consistent with the complaint incident. Visual and microscopic examination of the returned device revealed proximal stent damage. One of the stent struts was bent back distally. Proximal damage is consistent with the device meeting some form of restriction on withdrawal. A review of the shop floor paperwork found that the device met its material, assembly and product specifications. The most probable root cause of this complaint is unknown.